Event description:
The customer reported a telemetry signal loss affecting telemetry devices 26, 28, 27, 31, 32,33, and 34 associated with their philips information center ix (pic ix). The customer noted the signal loss was due to old infrastructure. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.